Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
The event is reported as: complaint alleges: the thin plastic coating is peeling off, exposing the metal. The rn from hospital confirmed that there was no patient involvement. No patient had been harmed by the device. The defect was noticed after cleaning.